Manufacturer narrative:
The following devices were also listed in this report: unknown femoral component; cat# unknown; lot# unknown. Unknown tibial component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, patient details, device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right knee was revised due to pain (possible causes or contributors of pain unknown). Patient was revised from a partial knee to a triathlon total knee (cr femur, cs tibia).